Event description:
This is filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve at a2p2. Approximately 2-3 minutes post deployment the mr increased to 4+ and it was noted the anterior leaflet was perforated. The clip then detached from the posterior leaflet (single leaflet device attachment (slda)). The patient was transferred to mitral valve replacement surgery on the same day where the clip was explanted. Per the physician, the slda was due to the friable leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information, a cause for the single leaflet device attachment (slda) and tissue damage was due to reported patient anatomy. Mitral regurgitation (mr) appears to be due to the slda. The reported patient effects of tissue damage and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.